Manufacturer narrative:
Two (2) expedium non-cannulated polyaxial screws [product codes: 1797-12-165 and 1797-12-180, lot numbers: rl168907 and rl168908 respectively] were returned to the complaint handling unit (chu) for evaluation. Visual examination of the returned expedium non-cannulated polyaxial screws revealed that the polyaxial screw head has become detached from the screw shank. It was also noted that the flex ball for both screws was missing. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the polyaxial screw head becoming detached from the screw shank cannot be positively determined. It was concluded that the devices were disassembled rather than broken as it is difficult to determine if the screws were broken without all the components. The products could have been disassembled in two ways: (1) due to unanticipated forces being placed on the polyaxial screw either during insertion or while the screw was implanted, which resulted in head detachment, or (2) the flex ball, which wasn¿t provided by the customer, broke which lead to head detachment. Root cause is inconclusive without the evaluation of the flex ball. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient came into clinic for standard post-op follow up. Xrays showed that hardware (poly screws) in the pelvis had broken. No known event caused this failure.

Manufacturer narrative:
: A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.